Manufacturer narrative:
(B)(4). Manufacturer date: 10/26/1998. It was reported that following insertion the patient experienced urinary incontinence, urinary retention, urinary tract infection, overactive bladder, cystitis, urinary urgency, vaginal dryness, dysuria and frequency. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total vaginal hysterectomy, reconstruction of introitus, suprapubic tube and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.